Event description:
Taperfit / trinity revision scheduled for (B)(6) 2024 due to fracture of the cement mantle.

Manufacturer narrative:
Per (B)(4). Initial report additional information including device part nos., device lot codes, post primary x-ray, post revision x-ray, operative notes, whether the patient experienced any slips / falls or other trauma post primary surgery, whether the patient followed correct post-op protocol and an update on the patient following the revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details, the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4). Final report: additional information including device part nos., device lot codes, post primary x-ray, post revision x-ray, operative notes, whether the patient experienced any slips / falls or other trauma post primary surgery, whether the patient followed correct post-op protocol and an update on the patient following the revision was requested in order to progress with the investigation of this event, however, none of this information was provided and thus an investigation was not possible. A pre=revision x-ray was provided which confirmed the fractured cement mantle. The appropriate device details were not provided and thus the relevant device manufacturing records could not be identified and reviewed. Based on the available information, no investigation can be conducted and the root cause cannot be determined. Therefore, this case is now considered closed. However, should any additional information be provided then this case may be re-opened for investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Taperfit / trinity revision scheduled for (B)(6) 2024 due to fracture of the cement mantle.